Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for laparoscopic surgery, the alarm occurred and the indicators of the front panel of the subject device were not turned on. The user replaced the subject device with another device to complete the procedure. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the alarm occurred and the indicators on the front panel of the subject device turned off due to a failure of the main circuit board. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Approximately 5 years and 7 months have passed since the device was manufactured. Omsc surmised that the reported phenomenon occurred since the main circuit board of the subject device was broken due to aging degradation.